Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 524 mg/dl. Device alarmed no delivery alarm. Customer declined troubleshooting. Customer mentioned the cannula was not kinked. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during bolus delivery due to slight moisture damage on the force sensor resistor. No unexpected excessive no delivery alarms noted during testing. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test and prime test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.